Event description:
A surgeon reported that during a laser assisted cataract surgery procedure the patient experienced a posterior capsule (pc) tear . During lensx portion of the procedure a bubble was observed. The surgeon proceeded to cataract extraction . During phacoemulsification (phaco) the surgeon tried to remove the bubble which resulted in pc tear. The surgeon was concerned it was the laser that caused the tear but the optical coherence tomography (oct) images show she was very far away from the back of the bag. The hole in the bag was not apparent until the surgeon was using the phaco. The bubble was still present from the lensx portion. The intra ocular lens (iol) was implanted as planned , however the patient will need a retinal surgeon to remove piece of the cataract that fell behind the bag. Additional information has been requested on current patient condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.